Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing. Data analysis was performed, and boston scientific technical services indicated that it appeared to be a case of t-wave oversensing. Technical services observed that the episode had a smaller r-wave and a bigger and narrower t-wave which could clearly be the reason for the oversensing in this case. Additionally, the device was automatically set to gain 2, secondary vector and the smart pass feature was disabled for quite sometime due to an overnight brady episode. The device programming was not switched back during a recent in office interrogation in november 2023. Technical services suggest performing an exercise test on the bike to recreate this morphology at a higher frequency and programming options. No additional adverse patient effects were reported. The device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing. Data analysis was performed, and boston scientific technical services indicated that it appeared to be a case of t-wave oversensing. Technical services observed that the episode had a smaller r-wave and a bigger and narrower t-wave which could clearly be the reason for the oversensing in this case. Additionally, the device was automatically set to gain 2, secondary vector and the smart pass feature was disabled for quite sometime due to an overnight brady episode. The device programming was not switched back during a recent in office interrogation in november 2023. Technical services suggest performing an exercise test on the bike to recreate this morphology at a higher frequency and programming options. No additional adverse patient effects were reported. The device and electrode remain in-service.